Event description:
Pt reported that the lancet is not retracting inside of the lancet device as expected. Pt indicated that he removes the lancet device cap and manually pushes the lancet carrier down. Pt noted that occasionally, in doing so, he has accidentally punctured his finger. No treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.